Event description:
On (B)(6) 2010, pt reported receiving low blood glucose readings. Pt stated on (B)(6) 2010, he was taken by ambulance and his blood glucose was 22 mg/dl. Pt reported the emts gave him frosting by squirting it into his mouth and then a glucose IV in his arm. Pt stated he was taken to the hospital by ambulance and he came out of the low blood glucose during the ride to the hospital. Pt reported his high blood glucose was 69 mg/dl when he arrived at the hospital and was treated for 4 hours before being sent home. Pt stated his blood glucose was 192 mg/dl when he left the hospital and was told not to take any insulin. Pt reported when he got home he ate a meal and then later his blood glucose was low again with a reading of 45 mg/dl. Pt stated during the ride to the hospital he took off his infusion device and did not put it back on until he got home. Pt reported he received a low blood glucose reading yesterday and today. Pt stated his reading today was 42 mg/dl and he ate 2 candy bars and drank a soda and then his blood glucose rose, but then lowered again 2 hours later to 62 mg/dl. Pt's normal blood glucose range is 80-100 mg/dl. Pt switched to his backup infusion device to see if his blood glucose will lower. Pt reported he changed the basal rate on the backup infusion device to 1.3 units per hour because he does not want to receive another low blood glucose reading. Pt's previous basal rate was 1.5 units per hour. Advised for a true comparison would prefer that the backup infusion device be programmed the same as the primary infusion device. On call back from pt on (B)(6) 2010, pt stated he has been using his backup infusion device and his blood glucose has been perfect. Pt reported he has not had any low blood glucose incidents. Pt stated that he feels the primary infusion device was giving him too much insulin because he had been having low blood glucose everyday since he came back from the hospital. Product was replaced and requested return of the suspect product for eval.